Event description:
It was reported by the customer that the pyxis medstation es system had a fridge failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.